Event description:
Plastic and metal from device was ground down. All metal was gone on device, device was black and plastic was worn off. Device caused side effects: itching, rashes and inflammation throughout body. Device was removed and symptoms stopped.